Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The reported device is unknown at this time additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the signal was lost during critical point of surgery. The surgery was completed successfully with no medical intervention, adverse consequences, or surgical delay.

Manufacturer narrative:
The product was returned for investigation. Alleged failure: losing signal during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad main board or loose cable connection. The reported failure mode will be monitored for future reoccurrence. Mfg date: 07/01/2010. (B)(4).

Event description:
It was reported that the signal was lost during critical point of surgery. The surgery was completed successfully with no medical intervention, adverse consequences, or surgical delay.